Manufacturer narrative:
Batch review performed on 09 march 2020: lot 180186: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: cup: mpact 01.32.156sh acetabular shell 56 no-hole lot. 165753 (k132879) batch review performed on 09 march 2020: lot 165753: (B)(4) items manufactured and released on 28-nov-2016. Expiration date: 2021-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Liner: mpact 01.32.3248hct flat pe hc liner 32/f (k103721) batch review performed on 09 march 2020: lot 180651: (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 2023-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 32 size l +4 (k112115) batch review performed on 09 march 2020 lot 177696: (B)(4) items manufactured and released on 16-mar-2018. Expiration date: 2023-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Patient had original anterior hip replacement on (B)(6) 2018, no issues until 3 months ago, when he returned to dr with pain. After xray's and biopsy, infection was confirmed in femur. All implants removed 1 year and a half after primary for stage 1 revision.